Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The coronary viperwire guide wire was used to primary wire the circumflex artery; the wire was removed and the tip re-shaped multiple times before being placed in the distal obtuse marginal artery. Orbital atherectomy was performed in the mid segment of the vessel away from the wire spring tip. Balloon angioplasty was then performed over the viperwire. The guide catheter disengaged and when the wire was pulled back to reposition the catheter the tip of the wire was observed to be fractured. The wire fragment was retrieved with a snare and the wire was replaced to complete the procedure.

Manufacturer narrative:
The guide wire was received at csi for analysis and was confirmed to be fractured via a visual examination. Scanning electron microscopy analysis was performed and showed evidence of fatigue with no evidence of excessive wear on the surface of the wire. There was no evidence of contact from the oad. It is hypothesized that the fracture occurred due to the oad spinning too close to the spring tip and/or being spun on in a high stress condition such as a tight bend. This was not confirmed, and the exact root cause of the fracture could not be determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID: (B)(4).